Manufacturer narrative:
The serial number of the customer's cobas c 503 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable triglycerides (trigl) assay results from multiple patient samples tested on the cobas c 503 analytical unit. The following are examples of discrepant results: patient sample 1 on (B)(6) 2025: the initial result was 2.7 mmol/l. The repeat result was 4.15 mmol/l. Patient sample 2 on (B)(6) 2025: the initial result was 2.53 mmol/l. The repeat result was 1.53 mmol/l. Patient sample 3 on (B)(6) 2025: the initial result was 3.07 mmol/l with a data flag. The repeat result was 2.03 mmol/l with a data flag. Patient sample 4 on (B)(6) 2025: the initial result was 2.07 mmol/l with a data flag. The repeat result was 1.09 mmol/l with a data flag.

Manufacturer narrative:
The issue was related to factors on the customer's site and was not accessible, as double determinations for triglycerides were not specified. The cause of the event could not be determined.

Manufacturer narrative:
The patient samples were received for investigation. The investigation performed a reproducibility test, which showed no discrepant or out-of-range results. The investigation determined that the event was consistent with factors related to the customer's site; an analyzer or a reagent issue was excluded. The investigation reviewed the analyzer's cell blank summary, which showed several out-of-range results. The investigation did not identify a product problem.